Event description:
There were metal shavings coming off the blade during a knee scope procedure. The patient's joint was irrigated but shavings did not come out. Additional device was available to complete the repair.

Manufacturer narrative:
The incident product is being returned for evaluation. Evaluation showed that the outer blade is bent. The inner blade is also bent and is cored in three places along its length. The condition of the device is the result of excessive forces being applied during use.